Event description:
The customer reported the generation of four (4) false high ion selective electrode (ise) for sodium (na), chloride (cl) and potassium (k) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. T

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer to troubleshoot the issue over the phone. The cts advised to perform enhance cleaning and replace tubing. The customer replaced ise tubing and performed enhanced cleaning as recommended by cts to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).